Event description:
Customer reported patient stated denture has a strange fit. Upon exam, implant was loose. (Non integration).

Event description:
Customer reported patient stated denture has a strange fit. Upon exam, implant was loose. Non-integration.